Event description:
A system operator reported the laser stopped firing several times during ablation on 1 pt. On each occasion, she hit ablate, but the laser continued to stop. The procedure was aborted, reloaded and the surgeon was able to complete the procedure in the same surgical session. She stated the surgeon was satisfied with the pt's outcome and the pt was not injured by this event.

Manufacturer narrative:
Reporting of this complaint is based on receipt of a letter from FDA dated 2008, regarding the fileability of complaint determined to be an injury and determined to be a reportable malfunction per the 2-year rule. As a result of this FDA letter, all complaint files for the ladarvision and products were reviewed. Based on the criteria for filing set forth in this letter, alcon established a new 2-year reporting rule for this type of event, starting 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: the field service engineer (fse) was dispatched to the site to evaluate the system, but was unable to duplicate the reported issue. The fse performed several test procedures, however, the laser performed as per specification. He performed a system verification prior to departing. Conclusion: based on the investigation results, the root cause of the reported difficulty could not be determined. This report mailed in to FDA on: 05/16/2008.